Manufacturer narrative:
.

Event description:
The hcp reported that the pump was programmed at refill in 2007 with a lioresal concentration change from 500ug/ml to 2000ug/ml at 260ug/day without programming a bridge bolus. The patient experienced increased spasticity, but was doing well now. It was calculated that the patient had only been receiving 65ug/day instead of the programmed 260ug/day for approximately 3 days until the 500ug/ml had cleared the system. The hcp decided to change the concentration back to 500ug/ml. The bridge bolusing procedure and rinsing the pump with preservative free normal saline prior to adding the 500ug/ml was reviewed with the hcp.